Event description:
It was reported that there was particulate matter in a vial-mate. It was reported that the vial-mate was coring the vial and slicing off pieces of rubber. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from 4/17/15 ¿ 4/21/15. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Sample was returned. The device was received for evaluation attached to a solution bag. Visual inspection did not reveal any particulate matter. Functional testing was performed by attaching the device to the returned solution bag and activating the device. The device was found to operate per specification with no coring noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.